Event description:
Per independent repair center statement, the unit was alarming or red light and the alarm would not function. The key failure was a contaminated pilot valve. Additional malfunction was a short circuit in the power switch, causing no alarm.